Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the infusion set tubing was not screwed onto the connector and detached, and the user was guided to disconnect from the body, properly secure the tubing to the connector, prime to remove air, and reconnect. No reported clinical effects. Outcomes included no reported impact such as hospitalization, medical intervention, or device replacement. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed user setup error leading to an incorrectly attached infusion set connector, with the infusion set and cartridge implicated; the issue was resolved by proper reconnection and priming. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.